Manufacturer narrative:
The last calibration performed on 07-jul-2022 was ok. Quality control recovery appeared to be outside of range. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer could not determine a cause. The issue could not be duplicated. Performance testing was run and there were no errors. Precision studies were performed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys probnp ii immunoassay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The customer stated they have been having issues with quality control recovery on the e411 analyzer. The customer stated that it appears that sampling on the analyzer is not consistent, like the instrument is getting short samples. Controls tested in a cup will run for some assays, but will be skipped for other assays. The customer also noted they had a failed proficiency survey for probnp which passed after repeat testing. The complained patient sample initially resulted in a probnp value of < 10 pg/ml accompanied by a data flag. The customer thought the value was abnormally low, so the sample was repeated, resulting in a value of 2300 pg/ml. The repeat value was deemed correct. The probnp reagent lot number was 561861. The reagent expiration date was requested, but not provided.